Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted; however, several device attributes were damaged and could not be measure. The returned insert, that had disassociated, showed minimal wear and damage on the articular region. Deformation and damage was seen on the inferior surface of the posterior lock indicating that the insert was damaged by being on top of the locking mechanism of the titanium tray. The anterior lock did not show the expected rounding that would be present if the insert had been fully locked into place. This indicates that the insert may not have been fully locked, and was positioned on top of the base plate.

Event description:
It was reported that a revision surgery was required due to a failed device. Detailed information is not available but has been requested.

Event description:
It was reported that a revision surgery was required due to dissaccosiation of the insert.